Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/31/2015, belt: 04/04/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly a passenger in a car with his son at the time of the event. The patient's son reportedly pressed the response buttons when the device was alarming. Review of the download data indicates that the patient received four shocks in response to CPR artifact and oversensing of low amplitude cardiac signal. The patient's rhythm was atrial fibrillation at 100 bpm when CPR artifact was found on the patient's ECG approximately 10 minutes prior to the first shock. The patient's rhythm had transitioned to an idioventricular rhythm at 90 bpm approximately 30 seconds before the first shock was delivered. The patient's rhythm was an idioventricular rhythm between 90 and 100 bpm until after the last shock was delivered, with a short transition to sinus tachycardia at 125 bpm during the third shock. The patient's rhythm transitioned to asystole approximately one and a half minutes after the last shock. Response button use was not noted in the download data until after the last shock.